Manufacturer narrative:
Section h - f10 / h6 medical device problem code - device code grid - expulsion removed.

Event description:
It was reported that the subject coil was used during the coil embolization procedure for an aneurysm located at the anterior communicating artery (acom). After the first placement, a sling lying sub-optimally at the neck was noted due to the stretched subject coil, and the coil was pulled without a problem with 50-70% return. When reinserting the coil, a new sling was also noted, and the coil was retracted without feeling of resistance. At about 50% a crack was felt and the coil can no longer be controlled. The physician ten retracted the microcatheter with part of the coil. A completely distal nodule was noted on the coil and a snare device was used to capture and remove the coil. Imaging showed thrombi around the neck with the closure of one anterior branch due to the prolonged stay of the coil at this position. Integrilin was given to the patient, and the thrombus slowly dissolves after 20 minutes. Two small discrete infarcts in the anterior supply area were noted. No other information was provided at this time. Additional information was received on 20-sep-2021 indicating that the patient luckily had no sequelae.

Event description:
It was reported that the subject coil was used during the coil embolization procedure for an aneurysm located at the anterior communicating artery (acom). After the first placement, a sling lying sub-optimally at the neck was noted due to the stretched subject coil, and the coil was pulled without a problem with 50-70% return. When reinserting the coil, a new sling was also noted, and the coil was retracted without feeling of resistance. At about 50% a crack was felt and the coil can no longer be controlled. The physician ten retracted the microcatheter with part of the coil. A completely distal nodule was noted on the coil and a snare device was used to capture and remove the coil. Imaging showed thrombi around the neck with the closure of one anterior branch due to the prolonged stay of the coil at this position. Integrilin was given to the patient, and the thrombus slowly dissolves after 20 minutes. Two small discrete infarcts in the anterior supply area were noted. No other information was provided at this time.

Manufacturer narrative:
D4 expiration date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil was returned stuck inside the microcatheter. The coil delivery wire was found to be kinked/bent in a few places. The main coil was found to be knotted. The main coil was found to be extremely stretched and the suture was found to be broken. The main coil was found to be broken/fractured. During functional testing, an attempt was made to remove the main coil from the microcatheter to confirm coil breakage. The catheter was cut in a few places as there was significant resistance. The main coil was then removed from the microcatheter and the coil breakage was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil was placed, but a loop of the coil kept coming out of the aneurysm and lying sub-optimally at the neck; therefore, the coil was pulled back and reinserted. A new loop was also noted when trying to reinsert the coil again and a crack was felt when the physician tried to remove the coil out of the patient¿s anatomy. A snare device was used to remove the coil from the patient anatomy and the control injection showed thrombi around the neck with the closure of one anterior branch due to prolonged coil at this position during the procedure. Integrilin was given and the thrombus slowly dissolved after 20 mins. 2 small discrete infarcts in the anterior supply area were noted at the end. Additional information provided by the customer indicated that no damage was noted to the device prior to use and initially there were no problems with the device in the initial introduction in the catheter or exiting the catheter, continuous flush was maintained, and the tortuosity of the patient's anatomy was average. An axs infinity long sheath 088 (stryker), sofia plus (microvention), excelsior sl-10 microcatheter (stryker), and sceptor xc balloon (microvention) were also used in the procedure. The device was returned stuck inside the sl-10 microcatheter. During analysis, the catheter was cut in a few places to remove the main coil and confirm the coil breakage. After removing the main coil, it was found to be broken/fractured and severely stretched with suture damage, confirming the reported event. The main coil was also found to be knotted and the coil delivery wire was found to be kinked/bent in several places. In the case of this complaint, it is likely that the coil was damaged during manipulation and attempted repositioning of the device during the procedure. An assignable cause of procedural factors was assigned to the as reported / as analyzed issues (excluding coil delivery wire kinked/bent) since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage was assigned to the as analyzed issue coil delivery wire kinked/bent' since this defect is associated with handling of the device during the clinical procedure.

Event description:
It was reported that the subject coil was used during the coil embolization procedure for an aneurysm located at the anterior communicating artery (acom). After the first placement, a sling lying sub-optimally at the neck was noted due to the stretched subject coil, and the coil was pulled without a problem with 50-70% return. When reinserting the coil, a new sling was also noted, and the coil was retracted without feeling of resistance. At about 50% a crack was felt and the coil can no longer be controlled. The physician ten retracted the microcatheter with part of the coil. A completely distal nodule was noted on the coil and a snare device was used to capture and remove the coil. Imaging showed thrombi around the neck with the closure of one anterior branch due to the prolonged stay of the coil at this position. Integrilin was given to the patient, and the thrombus slowly dissolves after 20 minutes. Two small discrete infarcts in the anterior supply area were noted. No other information was provided at this time. Additional information was received on 20-sep-2021 indicating that the patient luckily had no sequelae.